Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed; no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that after upgrading the programmer, language selection cannot be pressed. This programmer was returned for analysis. No adverse patient effects were reported.